Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurs continuously during software update and software update is not completed for a trilogy evo, korea device. There was no harm or injury reported. The device was not reported to be in patient use. The trilogy evo, korea device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. The software was reinstalled. After reinstalling the software, the ac power connection is unstable, and an evt_internal_batt_failed error code is confirmed in the event log indicating an internal li-ion battery is reporting a permanent failure. The device's power supply and internal battery pack were replaced to address the issue. Additionally, an evt_detach_batt_failed error code occurred indicating the detachable li-ion battery is reporting a permanent failure. The device's detachable battery pack will need to be replaced to address the issue. The detachable battery pack will be supplied afterwards. Two in-line filter. Prox and machine flow sensor are clogged with sticky, water drop-shaped dust. Require two in-line filter. Prox and machine flow sensor replacement. Upgraded to software version 1.06.10. Unit passed final test.